Manufacturer narrative:
On 15 july 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: during the event I was in the field attending the surgery. The bone was highly sclerotic although surgeon removed several osteophytes. For the reason he was struggling on to introduce the temporary fixation pin for the fixation of the plate. It is assumed that several torsional force as well as additional lateral force were exerted on the pin-screwdriver interface. Probably the combination of multiple forces and the overall condition of the screwdriver, maybe already worn-out) lead to this failure. Visual inspection give evidence that one out of four prongs on the screwdriver was broken. Batch review performed on 18 july 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot. On 19 july 2016 it was prepared a final report with the information submitted in this initial report. On 20 july 2016 the report was sent to the initial reporter and the case was closed.

Event description:
Since the fixation pin of the plate needed to be put in place and there was no awl, mesh ect. To prepare the hole, the surgeon pushed a little harder to get it in. After a couple of turning the surgeon could hear a crack, and saw that one of the teeth of the screwdriver was broken. The surgeon could remove the tooth with the suction. There was no delay in surgery .